Manufacturer narrative:
An investigation of the reported condition was performed. Two samples outside of the original package and without a lot number were received for evaluation. The reported condition was not confirmed. The maximum amount of silicone inside the syringe should be 49.21mg per iso7886-1. After performing the inspection, it was found that the samples have 9.2mg and 0.2mg of silicone inside the syringe, therefore these samples were within specification. The received product does meet specifications. A review of the device history record (DHR) could not be conducted because a lot number was not provided. The product was manufactured in accordance with all specifications required under official documents and general inspection standard. The investigation process is running according to product specifications and meeting all quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports foreign material inside the syringe. When attaching syringe to new generator noticed syringe had liquid running down inside.